Event description:
It was reported that the device was displaying a svc indicator and it failed the user test. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.